Event description:
According to the reporter: device bag broke off for doctor in a robot lap chole case. A piece of the bag fell into the patients cavity and was retrieved. There was no delay in or time beyond 30 minutes.

Manufacturer narrative:
(B)(4).